Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of an anterior communicating (a-comm) aneurysm. During the procedure, it was reported that the implant coil detached prematurely in the excelsior 10-s catheter. The physician used a stent to pin the detached coil to the vessel wall. No injury was reported as a result of the procedure.

Manufacturer narrative:
The device has been evaluated and the pusher assembly was found within specifications.(B)(4).